Event description:
It was reported that the right ventricular (rv) lead exhibited loss of conduction possibly due to an insulation breach. On (B)(6) 2024, a left bundle branch was placed and plugged into the rv port of the new device. The old rv lead was plugged into the left ventricular (lv) port on the device. The patient tolerated the procedure well and was returned to recovery area in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).